Event description:
On (B)(6) 2013, the reporter contacted animas alleging a keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button was intermittently responsive. There was no adverse event related to this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons are intermittently responsive and require multiple buttons presses to elicit a response. The down arrow and contrast buttons required increased force to elicit a response. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Additionally, a crack was found at the battery compartment extending from the finger pad to the primary case seal. Another crack was discovered above the display lens extending to the display lens. No moisture damage was evident to either the battery compartment or internal components upon investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.